Manufacturer narrative:
Date of event: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8186550. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4)] noted for missing print. There was one (1) notification [(B)(4)] noted for scratched print. There were two (2) notifications [(B)(4)] noted for ink in barrel. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that scale marking occurred with a syringe 0.3ml 31ga 8mm 10bag 500 pl/wg. The following information was provided by the initial reporter, "material no. 928858, batch no. 8186550. It was reported that the scale print was misaligned. Verbatim: consumer reported scale print incorrect, stated that the starting line on some of her syringes are lower than others. Noticed the problem a few months ago, there are two boxes with same lot, # 8186550, product # 928858, exp 07-2023. Sending mail kit and replacement product."